Manufacturer narrative:
(B)(4).

Event description:
The patient was revised to address metallosis. Update 5/20/2017: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. This complaint was updated on: 16-jun-2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.